Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 18-nov-2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod partially advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip; the cartridge tip was bent and damaged. The cartridge was also damaged. No issues were identified with the lens module, device assembly, plunger rod, or plunger rod advancement. No lens was received for evaluation. The complaint issue "cosmetic issues" and "difficult to use" were not identified during product evaluation. The other observed issues could not be confirmed to be related to a manufacturing or design issue conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as the lens was not implanted. Section d6b - explant date: not applicable, as the lens was not implanted. Section e1 - telephone number:(B)(6) section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that issues occurred while sliding the plunger to load the preloaded intraocular lens (iol). Despite applying force, the lens was successfully loaded and ejected; however, it could not be inserted as it became scratched. Through follow-up, we learned that the surgeon forced the lens during handling on the over-the-counter table, which caused it to come out. No additional information was provided.